Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the 30mm watchman closure device was deployed and did not meet release criteria for which it was fully recaptured. At this time, the transesophageal echogram (tee) noted a pericardial effusion and the case was aborted. The cause of the effusion was not reported. The patient was reversed with protamine and no other interventions were done. The patient is in good condition. No other complications were noted.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the 30mm watchman closure device was deployed and did not meet release criteria for which it was fully recaptured. At this time, the transesophageal echogram (tee) noted a pericardial effusion and the case was aborted. The cause of the effusion was not reported. The patient was reversed with protamine and no other interventions were done. The patient is in good condition. No other complications were noted. It was further reported that there was a 0.8cm pericardial effusion noted on the tee prior to the start of the procedure, which was believed to be the patients baseline.